Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a case of a radial tear in the anterior capsule that extended to the posterior capsule, was discovered during cataract extraction. The surgeon reported a free floating capsulotomy and in his opinion "there was an unknown problem that day with the laser." Surgeon also relayed an anterior vitrectomy was performed. Additional information has been requested.